Event description:
Healthcare professional reported right side "grade iii capsular contracture", "discrete amount of periprosthetic liquid", and "radial folds" confirmed via MRI and ultrasound. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of may 2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: [baker] grade iii capsular contracture.